Event description:
Patient having a colonoscopy. Physician attempted to pass a biopsy forcep down the working channel of the scope, but the forcep would not pass through. A smaller forcep was used. After the forcep was passed through the scope, there noted to be a tip (brush segment) of a cleaning brush in the patient. This had been pushed through the scope. This was removed with the forceps.